Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) during fill cycle of the therapy, while the hp was connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp?s fill volume was 2000 ml. The hp did not bypass and did a mid-drain. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed functional and electrical testing. All pressures were found to be correct and stable. A short simulated therapy was performed and completed successfully. No problems were found during an internal inspection of the device. The reported issue was confirmed in the device logs. The cause was determined to be one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.